Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021 and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2114 captures the reportable event of "the patient experienced right flank perforation." Imdrf impact code f23 captures the reportable event of "compression in the post-anesthesia care unit (pacu)."

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Only one naviguide device was used. Post-procedure, the patient experienced right flank perforation and scrotal swelling. The right flank perforation was managed with compression in the post-anesthesia care unit (pacu). Per physician's assessment, the event of right flank perforation was not serious, was probably related to the device, and probably related to the procedure. The event of scrotal swelling was not serious, was possibly related to the device, and possibly related to the procedure.